Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It was reported that there are cracks on the insulin pump. The blood glucose level was not included in the report. Nothing further was reported.